Manufacturer narrative:
This file was created to capture record a historical incident through an ancillary conversation. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report

Event description:
Mitek received an e-mail communication with some information that was ancillary to some other primary communiqué: patient: ms. (B)(6). Product: rigidfix and intrafix, model, product code and lot number unspecified. Date of implantation: (B)(6) 2011. Date of removal: not yet scheduled. Also see associated MDR 1221934-2013-00268.